Event description:
It was observed that during the device evaluation, the xenon light source exhibited debris inside the socket air tubing and rear fan was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause was not established. The investigation findings do not lead to a clear conclusion about the cause of the adverse event, and was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.